Event description:
It was reported in the journal of clinical neuroscience a case where the subject device was not positioned in an ideal site. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a retrospective review from patients enrolled from (B)(6) 2007 to (B)(6) 2010. The product remains implanted; therefore, a physical analysis could not be performed. Based on the information available, the root cause for the reported user experience could not be determined. Subject device remains implanted.